Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was refractive surprise. There was no patient harm and patient was not hospitalized as a result of this event. Additional information was received stating patient's symptoms were resolved. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 21.0 diopter, add power +2.2/+3.2 was replaced with a non-company 24.0 diopter monofocal lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a small paper envelope. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. An intraocular lens exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Due to the exchange of a multifocal lens to a monofocal lens 3.0 diopters higher may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).